Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue. The display has been flashing on and off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 08/23/2013: the device was returned to animas and evaluated by product analysis on 07/29/2013 with the following results: no defect was found. Pump powers on with the display functioning properly. Pump opened; no damage found to the display. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release